Manufacturer narrative:
Performed investigation. Memory overwrite was observed. Found calibration parameters reset errors indicating battery droop, or readings in the glucose log with cal code of 18. Customers and retailers have been informed through the fa16may2006 letter. The meter has been confirmed to exhibit the memory overwrite malfunction.

Event description:
The customer called reporting receiving an error 3 message. During the course of the investigation, it was discovered that the meter suffered the memory overwrite malfunction.